Manufacturer narrative:
(B)(4).

Event description:
Facility nurse complaint of erratic blood results. Back to back blood test results were 42mg/dl and 85mg/dl. No adverse event reported. Based on parkes error grid analysis, the bias between these two results is in zone c.